Manufacturer narrative:
Initial reporter facility name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the base of two (2) large volume intermates were detached from the rest of the diffuser. The issue was identified before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information h3, h4, h10. H4: the device was manufactured february 1, 2021 -february 2, 2021 h10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter facility name: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the base of two (2) large volume intermates were detached from the rest of the diffuser. The issue was identified before use. There was no patient involvement. No additional information is available.